Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during implantation of intraocular lens (iol), abrasion occurred in the cartridge in several implantations. The abrasion adhered to the iol in the eye. Additional information has been requested and received stating the residue was not able to be removed. There was no patient impact/impairment.

Manufacturer narrative:
Two used company cartridges were returned with ninety unopened company cartridges for complaint lot. A lens case for an sn6at5, 20.0 diopter lens was also returned. The two used company cartridges were microscopically examined. The returned used cartridges had dried viscoelastic. The used company cartridges had evidence of placement into a handpiece. Top coat dye stain testing was conducted with acceptable results for the presence of top coat. Internal damage was observed with disruption in the coating on the left side of the tip. Nine of the returned unopened were opened for evaluation. No damage or foreign material was observed. The unopened company cartridges were functional and dye stain tested. No lens or cartridge damage or foreign material was observed after the lens deliveries. Top coat day stain testing was conducted with acceptable results. Five photos were provided of a toric single-piece lens in the eye. What appears to be a linear material is observed on the lens. Unable to determine if this is on the anterior or posterior surface. No determination can be made from the photo. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The lens model/diopter and the handpiece indicated are qualified. A non- company viscoelastic was indicated. The root cause for the reported issue could not be determined. Based on the review of the returned used company cartridges, the reported foreign material may have been internal coating material from the damaged company cartridge tips. Per the instruction for use: the company intraocular lens delivery system is for implantation of qualified company foldable intraocular lens. No unqualified lenses should be used with the company intraocular lens delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable intraocular lens. Company foldable intraocular lenses are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the intraocular lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).